Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, time: afternoon, inratio: 3.3. Date: (B) (6) 2010, time: 7:00am, inratio: 3.4, lab: 9.3. Patient's coumadin dose was held for a day, no bleeding symptoms.

Manufacturer narrative:
Investigation pending.